Event description:
It was reported that in-stent restenosis and deflation issues were encountered. The target lesion was located in the left anterior descending artery (lad). A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during post-inflation at nominal pressure with a 50-50 saline contrast, the balloon would not deflate and an in-stent restenosis thrombus occurred. The device was removed from the patient in less than two minutes, inflated state and intact. The procedure was completed without any patient complications reported.